Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A distributor reported that on (B)(6) 2018, slight pressure was applied on one of the arms of the a3059 mayfield composite series skull clamp while the patient's head was already fixed and movement of the device was observed. There was no injury reported. The event led to an increase in surgery time for more than one hour. The problem was solved by taking apart the system and assembling a new one that corresponded to the a1059 mayfield modified skull clamp.

Manufacturer narrative:
During evaluation of the returned product, the movement observed between the ratchet extension and clamp base was within specifications. Outside of the complaint event, the locking knob was identified as being out of adjustment. The device history record review revealed no abnormalities related to reported incident. There were no variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Device was sent in for the first time for service. The reported complaint could not be confirmed since the device was within specification for movement. The root cause for the locking knob out of adjustment is not known, but is mostly likely due to wear and tear by over tightening plastic knob.